Event description:
It was reported that on (B)(6) 2023, a 21mm epic¿ supra valve (aortic) was implanted in a patient. Perivalvular leak occurred after chest closure and a non-abbott device was implanted as a replacement. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perivalvular leakage after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined.